Manufacturer narrative:
A wallstent biliary stent was returned for analysis. Visual examination of the returned device noted that the stent had been deployed and was not returned. The outer sheath was closed to the tip. No issues were noted with the profile of the delivery device. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. As the stent had been deployed from the device, the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallstent biliary stent was used during a biliary stenting procedure in the distal common bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a lesion in the middle common bile duct (cbd). Reportedly, the patient's anatomy was noted to be tortuous and had been dilated prior to the stent placement. There were no visual damages noted to the stent system prior to the procedure. During the procedure, the physician noted that the stent had partially deployed while within the scope and the stent would not cross to the cbd. The stent was removed from the patient partially deployed. The procedure was completed with another wallstent biliary. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was used during a biliary stenting procedure in the distal common bile duct performed on (B)(6) 2015. According to the complainant, the stent was to be used to treat a lesion in the middle common bile duct (cbd). Reportedly, the patient's anatomy was noted to be tortuous and had been dilated prior to the stent placement. There were no visual damages noted to the stent system prior to the procedure. During the procedure, the physician noted that the stent had partially deployed while within the scope and the stent would not cross to the cbd. The stent was removed from the patient partially deployed. The procedure was completed with another wallstent biliary. There were no patient complications reported as a result of this event.